Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. B3: event year only reported: 2024. D4 batch #: unknown. Investigation summary: call home revealed reflected power errors and normal temperatures. Reflected power errors are normal for a surgical case, as the probes may come out of contact with the tissue. The returned probe's tip was missing and not included with the return. There were signs of thermal damage on the device. The potential cause of the damage is unknown due to the amount of thermal damage seen. A search of nonconformities (ncs) was performed for lot ml24049113. There were no observed nonconformities for this lot.

Event description:
It was reported that during an ablation the probe melted in the process of use causing to stop procedure and get replacement. There were no adverse consequences reported.